Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed near the connection port of a non-dehp high flow rate extension set. This event occurred during infusion. A non baxter pump was being used; however, the flow rate was not provided. There was no patient injury or medical intervention associated with this event. No additional information is available.